Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('reaction to nickel'), anaphylactic shock ('severe allergic reaction with anaphylactic shock') and genital haemorrhage ('heavy bleeding during this time') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery. Concurrent conditions included metrorrhagia and uterine fibroid. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required) and anaphylactic shock (seriousness criteria hospitalization and intervention required), 3 days after insertion of essure. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain during this time"). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was treated with epinephrine (epipen) and surgery (total hysterectomy and bilateral salpingectomy within three weeks after insertion (in (B)(6) 2014)). Essure was removed in (B)(6) 2014. At the time of the report, the allergy to metals, anaphylactic shock, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered allergy to metals, anaphylactic shock, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 204 & (B)(6) 2014 trailing coils: right-4 , left-2 coils. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 12-apr-2021: medical record received. Reporters information and medical history were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('reaction to nickel'), anaphylactic shock ('severe allergic reaction with anaphylactic shock') and genital haemorrhage ('heavy bleeding during this time') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery. Concurrent conditions included metrorrhagia and uterine fibroid. On (B)(6)-2014, the patient had essure inserted. On (B)(6)-2014, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required) and anaphylactic shock (seriousness criteria hospitalization and intervention required), 3 days after insertion of essure. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain during this time"). The patient was hospitalized from (B)(6)-2014 to (B)(6)-2014. The patient was treated with epinephrine (epipen) and surgery (total hysterectomy and bilateral salpingectomy within three weeks after insertion (in (B)(6)-2014)). Essure was removed in (B)(6) 2014. At the time of the report, the allergy to metals, anaphylactic shock, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered allergy to metals, anaphylactic shock, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6)204 & (B)(6)-2014 trailing coils: right-4 , left-2 coils quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc . Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced reaction to nickel and severe allergic reaction with anaphylactic shock. These events are anticipated in the reference safety information for essure. Coils were removed within 3 weeks after insertion. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. Thus, based on a positive temporal relationship and lack of alternative explanation, a causal relationship between the event reaction to nickel and essure use cannot be excluded. As the event anaphylactic shock was considered as a complication of the event reaction to nickel it was also considered as related. This case was regarded as incident since intervention was required (total laparoscopic hysterectomy and bilateral salpingectomy). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("reaction to nickel"), anaphylactic shock ("severe allergic reaction with anaphylactic shock"), genital haemorrhage ("heavy bleeding during this time") and pain ("pain during this time") in a female patient who received essure for female sterilisation. On (B)(6) 2014, the patient started essure. On (B)(6) 2014, 3 days after starting essure, the patient experienced allergy to metals (seriousness criteria hospitalization and clinically significant/intervention required) and anaphylactic shock (seriousness criteria hospitalization and clinically significant/intervention required). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pain. The patient was hospitalized from (B)(6) 2014. The patient was treated with epinephrine (epipen) and surgery (total hysterectomy and bilateral salpingectomy within three weeks after insertion). Essure was withdrawn. At the time of the report, the allergy to metals, anaphylactic shock, genital haemorrhage and pain outcome was unknown. The reporter considered allergy to metals, anaphylactic shock, genital haemorrhage and pain to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced reaction to nickel and severe allergic reaction with anaphylactic shock. These events are anticipated in the reference safety information for essure. Coils were removed within 3 weeks after insertion. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. Thus, based on a positive temporal relationship and lack of alternative explanation, a causal relationship between the event reaction to nickel and essure use cannot be excluded. As the event anaphylactic shock was considered as a complication of the event reaction to nickel it was also considered as related. This case was regarded as incident since intervention was required (total laparoscopic hysterectomy and bilateral salpingectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.